Event description:
This spontaneous case was reported by a physician and refers to a female patient who had an attempt of essure (batch no. He01293 / he012ep) insertion. On (B)(6) 2017, at attempt to insert essure the physician noticed a device damage "damage on the plastic on the insertion tube (essure 1)". A new one was taken and a device damage "damage in the plastic (essure 2)" was also noticed. Complication of device insertion ("damage on the plastic on the insertion tube (essure 1)) /damage in the plastic (essure 2)". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device damage. The analysis in the global safety database revealed 7 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of complication of device insertion ("damage on the plastic on the insertion tube (essure 1)) /damage in the plastic (essure 2)") in a (B)(6) -year-old female patient who had essure (batch no. He01293, he012ep) inserted. Other product or product use issues identified: device damage "damage on the plastic on the insertion tube (essure 1)" on (B)(6) 2017, device damage "damage in the plastic (essure 2)" on (B)(6) 2017 and wrong technique in device usage process "handling error". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced complication of device insertion. At the time of the report, the complication of device insertion outcome was unknown. The reporter considered complication of device insertion to be related to essure. The reporter commented: no complication has been observed in connection with insertion attempt. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-dec-2017 for the following meddra pt: device damage: n° 7 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Lot number dates overview: he01293 MFR 21-jun-2016, exp 28-jun-2019. He012ep MFR 24-aug-2016, exp 28-aug-2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2017: quality-safety evaluation of ptc. Event "handling error" added. Other reportable incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and refers to a female patient who had an attempt of essure (batch no. He01293 / he012ep) insertion. On (B)(6) 2017, at attempt to insert essure the physician noticed a device damage "damage on the plastic on the insertion tube (essure 1)". A new one was taken and a device damage "damage in the plastic (essure 2)" was also noticed. Complication of device insertion ("damage on the plastic on the insertion tube (essure 1)) /damage in the plastic (essure 2)". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 07-jul-2017 for the following meddra preferred term: device damage. The analysis in the global safety database revealed 7 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Lot number dates overview: he01293, MFR 21-jun-2016, exp 28-jun-2019. He012ep, MFR 24-aug-2016, exp 28-aug-2019. Most recent follow-up information incorporated above includes: on 5-jul-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.